Event description:
It was reported that "the catheter was inserted in 2005. It was found that the arterial lumen was severed the following month, where clamp was applied, but the short blue tubing for protection stayed where it was. The severed portion was disinfected with beta-dine and trimmied by 5mm and the extension adaptor was connected to save the catheter."

Manufacturer narrative:
A review of the manufacturing records inidcated that all device specifications and quality requirements were statisfied. Received one 3.5cm segment of tubing. Measurements were taken of the segments' ID, od, and wall thickness and all were determined to meet specifications. We are unable to determine the cause of factors which contributed to this event.